Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon indicated that the balloon inflation was not working properly. Another device was opened and used to correct this problem. There was no reported patient injury or adverse event. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The insufflation bulb was received. The obturator was received. The dissector balloon appeared intact. Functionally, the dissector balloon was inflated and did not demonstrate any leaks. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Note that the information for use brochure which accompanies each product shipment states to remove the obturator from the cannula before attempting to inflate the balloon. By not removing the obturator, the balloon will not be able to be inflated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).